Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) key to turn on helium is broken. The key was missing and was replaced. Unit is operable. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) key to turn on helium is broken. Unit is operable. There was no patient involvement reported

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) key to turn on helium is broken. It is unknown the circumstances under which the event occurred. The key was missing and was replaced. Unit is operable. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, d9(device available for eva), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Additional information: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had key to turn on helium was broken. There was no patient involvement and no harm reported. A getinge field service engineer (fse) replaced knob,he tank valve to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.